Event description:
It was reported that a motor error was experienced and the cpu board defective.

Manufacturer narrative:
One smiths medical medfusion pump was returned for analysis for motor error. During visual evaluation, counterfeit top case and cracked on right plunger case damage was identified. During analysis, unable to duplicate any of the motor problem. The event history log was reviewed and motor not running was identified. Based on the evidence, the complaint was confirmed. A combination of main board, motor assembly, worm gear, leadscrew and clutch halves were found. Service replaced main board, motor assembly, gear, leadscrew and clutch halves. Service also performed preventive maintenance and all functional testing. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.